Manufacturer narrative:
(B)(4). Concomitant medical products: part: 110024464, g7 dual mobility liner 44mm f, lot: 166300. Part: ep-200150, act artic e1 hip brg 28x44mm, lot: 820730. Part: 00801802802, femoral head sterile product 12/14 taper, lot: 64156841. Part: 010000996, g7 screw, lot: 6456735. Part: 010000996, g7 screw, lot: 6352938. Part: 010000997, g7 screw, lot: 6329780. Part: 010000999, g7 screw, lot: 6478743. Part: 31-323220, ringloc + acetabular drill bit, lot: 182840. Part: 31-323240, ringloc + acetabular drill bit, lot: 951390. Part: 013593, smith and nephew suture retriever, lot: 2018785. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right hip procedure and subsequently, was revised one week later due to cup loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following : loosening of the acetabular cup from right total hip arthroplasty without dislocation was noted. No other anomalies were identified. No further evaluation was possible with the images provided. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.